Event description:
It was reported that an ilet user experienced an unresponsive touchscreen when attempting to resume insulin delivery after a shower, with no physical damage observed, and insulin delivery was resumed after restarting the device via the app. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no interruption to therapy after restart and no need for medical care. Investigation included customer support troubleshooting and device restart guidance. Investigation of this case revealed that the device recovered normal function after reboot and no device damage was identified. It was concluded that the event was consistent with a temporary device interface malfunction resolved by a restart, with no patient harm.